Event description:
It was reported that the patient experienced ventricular arrhythmia that the implantable cardioverter defibrillator could not convert. The patient presented to the hospital and during testing, high-voltage therapy failed to convert the arrhythmia and external defibrillation was used to successfully convert. A subcutaneous array was placed. When testing was performed after this, the pulse generator successfully converted the ventricular arrhythmia. The device was replaced at this time due to battery depletion. The leads were tested before the pocket was closed, and the right ventricular lead exhibited possible oversensing; however, this resolved on its own. During a post-operation check, the right ventricular lead exhibited high capture threshold and low impedance. The pacing/sensing portion of this lead was capped on (B)(6) 2019, and a previously abandoned lead was used in its place.

Manufacturer narrative:
Analysis was normal. No anomalies were found.